Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Unit will not hold a charge. The battery drains quickly and will power off at around 50%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation, the reported issue of battery drains quickly and will power off at around 50% was confirmed. The scanner was fully charged when the battery dropped to forty percent the unit abruptly shut off, the cause of the failure is due to an internal li-ion battery failure. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Unit will not hold a charge. The battery drains quickly and will power off at around 50%.